Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clenz leak and a burning smell at the coulter lh 750 hematology analyzer. Customer reported that the leak was not contained in the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the probe wipe assembly was stuck in the forward position and leaking fluid into the tray. The fse found the probe wipe rinse cup was broken. The fse installed a new probe wipe assembly to resolve this issue. The fse did not observe any burning evidence. The fse did notice the smell of clenz and other fluid accumulation vaporizing and being drawn out by the rear right panel fan and coming from the front of the probe wipe assembly. The fse also performed maintenance.

Manufacturer narrative:
(B)(4).